Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not react to the button presses as it usually did. The buttons started to become difficult to press three to four months ago. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed leak test. However, the insulin pump was received with an intermittent buttons. The problem was isolated to keypad assembly. The insulin pump was received with connector properly connected. No damage or moisture damage on keypad assembly noted. The insulin pump was received with minor scratched lcd window, scratched case, scratched keypad overlay and cracked select button at keypad overlay.